Event description:
It was reported that the only information available at this time is that the device malfunctioned. No adverse consequences reported. Additional followup: the problem occurred during use on patient; procedure was a lap nephrectomy; procedure date was (B)(6) 2010; after firing the device the renal artery was not fully stapled. The cartridge reload fell apart on the nurses sterile table after use. It was completely disassembled. The surgeon was asked for additional information. Occurred on first firing, device produced an incomplete staple line and malformed staples, however it did cut the tissue. The device was not fired across an existing staple line, clips or clamps. Reload was found to be broken when attempting to reload the device. There was blood loss, difficult to quantify, perhaps a few hundred cc's. Pressure was applied immediately to the renal vein. Inserted a 5mm port and were able to grasp the end vessel with the graspers while placing clips and hemolocks over the bleeder to control the bleeding. The procedure was prolonged 15-20 minutes; immediately after the event, patient was in stable condition.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that the atw35 device was received in good visual condition and with two reloads present. Reload b was received unfired and with the lock out spring normal, the reload c was received partially fired, the lock out spring normal and with the pan dislodged. After further evaluation on reload c, it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The device was tested for functionality with the returned reload b and it fired, cut, and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4).